Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of system revision due to infection. Reportedly, the patient removed the dressing before the post-operative visit and had been picking at the incision site. The patient was treated with intravenous antibiotics. Subsequently, the device was explanted. No additional adverse patient effects were reported.